Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while freestyle libre 2 app a ¿replace sensor¿ error message was received with the adc device on the 3rd day of wear. As a result, the customer experienced a loss of consciousness and was treated with glucagon by nasal baqsimi from a third party. No further information was provided. There was no report of death or permanent injury associated with this event.